Manufacturer narrative:
The reported event of no pacing and failure to interrogate was confirmed, while the event of premature discharge of battery was not confirmed. Device was received with no telemetry. Telemetry was re-established after cutting open the device can, which is consistent with a hardware latch-up issue. Functional testing of the device did not find any anomalies. Battery voltage was measured manually and was within normal range of operation. Additional testing, including telemetry testing, could not recreate the telemetry issues. A longevity assessment was performed and the device was at normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented to the emergency department with a complete heart block and a low heart rate. The pacemaker was not pacing and was unable to be interrogated. Magnet placement did not induce pacing when placed over the device. Premature discharge of the battery was noted. The device was explanted and replaced. The patient was stable throughout.